Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: consultant interventional cardiologists. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The incident occurred when the doctor intended to use the angio-seal to close the vascular access. At the time of deployment, the anchor failed to deploy, and the entire device came out when pulled. Doctor had to use manual compression to close the access. The blood loss was less than 250cc. The doctor performed the percutaneous transluminal coronary angioplasty (ptca). After the ptca, he intended to close the access site with closure device. No equipment or other devices were used with the angio-seal. Additional information was received on 26aug2025: the size of the procedure sheath used was 6 french. There were no difficulties found with access or with other products. There were no issues with insertion, however the device was entirely withdrawn without deployment. Ultrasound guided puncture was taken before procedure. Access was as per the instructions for use (IFU). The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that an obstruction to the distal tip of the sheath could have prevented deployment of the anchor leading to a non-deployment pullout, however this not be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).